Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. The customer stated that the battery cap, compartment, springs were not damaged. Troubleshooting did not resolve the issue and display did not return. The customer was advised to let the insulin pump rest for two hours by removing and reinserting the battery after. The customer called back to report that the blank display persisted even after letting the insulin pump rest. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.